Manufacturer narrative:
No test methods have been performed as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes the fact the invisalign system aligners caused or contributed to the patient symptoms. This MDR is being filed because the patient reported the symptom of an anaphylactic shock episode and the treating doctor considered the events were life threatening to the patient.

Event description:
The patient reported symptoms of anaphylactic shock episode sensation of throat closing, laryngeal edema, nasal congestion, breathless (dyspnea), swollen and sore tongue, feeling of swollen face, swelling of lymph nodes, nausea, sore and swollen throat. The patient reported visiting the hospital and was diagnosed with acute tonsillitis. The patient reported being prescribed klacid 500mg, polaramine 5ml and urbason 80ml to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2015 and the patient is currently back to normal. The treating doctor considered the event was life threatening to the patient.